Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 17 years and 8 months post implant of this valved conduit implanted in the pulmonary position, the valve was explanted and replaced for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the conduit was replaced with a 25mm conduit due to insufficiency and stenosis. No additional adverse patient effects were reported.  Patient weight added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 17 years and 8 months post implant of this valved conduit implanted in the pulmonary position, the valve was explanted and replaced for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the conduit was replaced with a 25mm conduit due to insufficiency and stenosis. No additional adverse patient effects were reported.  Patient weight added. If information is provided in the future, a supplemental report will be issued.